Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator would not pass the hub of the vizigo sheath. It was also reported that the hemostatic valve does not look correct. The dilator was unable to pass through the valve. There was no visible damage but the white rubber part within the clear section is clearly not sitting correctly in the hub. There was no occlusion when irrigating the sheath. The sheath was possibly either narrowed, partially blocked or completely blocked. They were unable to pass the dilator through the sheath. The dilator was not stuck in the sheath. When the sheath was replaced with a different lot, the issue resolved. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The obstructed sheath was assessed as not MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 01-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the dilator would not pass the hub of the vizigo sheath. It was also reported that the hemostatic valve does not look correct. The dilator was unable to pass through the valve. There was no visible damage but the white rubber part within the clear section is clearly not sitting correctly in the hub. There was no occlusion when irrigating the sheath. The sheath was possibly either narrowed, partially blocked or completely blocked. They were unable to pass the dilator through the sheath. The dilator was not stuck in the sheath. When the sheath was replaced with a different lot, the issue resolved. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged, it was inside the hub of the device. The dilator, brim cap and the silicone ring were found in good condition. After the extraction of the valve, resistance was still observed. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good condition. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 50000134 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).